Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date the patient underwent fusion surgery wherein rhbmp-2 was implanted. Patient alleges unspecified injury due to the use of rhbmp-2.

Event description:
It was reported that on (B)(6) 2012: the patient was pre-operatively diagnosed with internal disc derangement at l3-l4 and underwent the following procedures: transforaminal lumbar interbody fusion procedure, l3-l4. Placement of interbody spacer, l3-l4. Posterior lateral arthrodesis, l3-l4. Non-segmental instrumentation, l3-l4. Right iliac crest bone graft. Use of rhbmp-2/acs. Decompression of spinal cord and nerve root, l3-l4. As per op-notes, ¿ trialing was undertaken and a 14mm trial resulted in excellent fit and fill. Therefore, 14mm pioneer interbody spacer was then selected. The intervertebral space was then prepared and bone grafted using several cc of cancellous bone and rhbmp-2/acs rolls. These were then impacted anteriorly. The graft was then placed and impacted after filling of the remaining disk space with demineralized bone matrix. Intra-operative lateral fluoroscopic images demonstrated excellent placement of the graft.¿ patient tolerated the procedure well without any intraoperative complications.